Manufacturer narrative:
(B)(4). (B)(4). No conclusion can be drawn at this time. Should additional info be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that while the surgeon was performing a sternal closure in the pt's manubrial area and attempting to place a through-and-through sternal wire through the left half of the divided sternum, the needle holding the closing wire fractured. There was no evidence of a visible needle protruding on, above, or below the sternum. Because the arterial grafts were closed and no needle was seen, it was determined to be safest to leave the solidly imbedded needle in place and to proceed with another sternal wire to secure closure.